Event description:
It was reported during generator change that header of the implantable cardioverter defibrillator failed to disconnect from the lead. The device was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to remove the lead from the header could not be confirmed. The header was severely damaged upon receipt. Visual inspection of the atrial lead bore and the corresponding diameter measurements did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.